Event description:
The customer reported being in the emergency room. The blood glucose reading at time of call was 400mg/dl. The customer stated that the cause of his visit was high blood glucose, vomiting, thirst, and gastroparesis. During troubleshooting the customer seemed to be confused and upset and the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.